Event description:
It was reported that the pt's pump pocket was infected. The pt was febrile and the site was reddened. The infectious organism was not known at the time of this report. The pump and catheter were explanted on (B)(6) 2011. There was reported to be no pt injury. The drug in the pump at the time of the event was lioresal. Add'l info has been requested: a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).